Event description:
Polyvinyl alcohol particles became obstructed within the catheter lumen. An attempt was made to clear the polyvinyl alcohol obstruction by flushing the catheter lumen with a 1cc syringe, and the catheter ruptured.